Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device became entrapped on the filter. A 2.1mm jetstream® xc atherectomy catheter was selected for use over a non-bsc filter. Upon removal during rex mode, the jetstream became stuck on the filter. The jetstream and filter were removed together as one system from the patient. The procedure was finished with a good result. There were no patient complications and the patient's condition post procedure was fine.